Event description:
Procedure type: low anterior resection. According to the reporter: a ta stapler was closed and squeezed twice over the distal colon. When the instrument was opened there were no staples seen across the rectal stump. Another ta was used and a distal staple line was observed. An eea was then used to perform an anastomosis of the bowel. The donuts were observed to be poor. The procedure was completed with no further complication. Two days post-operatively, the pt was returned to the or because of reported leaking. The leak was repaired, however, the pt expired three days later. The pt had cancer, but no radiation therapy was given prior to the surgery. No autopsy will be performed.

Manufacturer narrative:
Initial report sent: 11/20/2008.